Event description:
Medtronic received information that a (B)(6) patient with severe symptomatic aortic valve stenosis underwent successful implant of a transcatheter bioprosthetic valve (model/serial not reported). Post-operative echocardiography showed no signs of paravalvular leakage, gradient or any other relevant pathology. Five weeks post-operative, echocardiography and computed tomography revealed a type a acute aortic dissection just above the bioprosthetic valve frame, and extending throughout the aortic arch into the iliac arteries involving the carotid arteries. The patient underwent a two-stage interventional approach, combining primary open surgery and secondary endovascular intervention. In the open procedure, to prevent a sudden rupture of the aortic wall, the ascending aorta was surrounded and downsized by a rigged felt strip and the chest was closed. Next, a thoracic endovascular aortic repair procedure was performed in which a covered stent graft was delivered via the left groin into the dissected ascending aorta. The stent graft was successfully deployed to the dissected ascending aorta with a persistent false lumen expanding from the aortic arch into the iliac and carotid arteries. The patient recovered in the intensive care unit and was weaned from the respirator after two days. Three weeks after this event, the patient had recovered completely without any deficits. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: no device was returned and no unique device identifier numbers were provided. Based on the available information a review of the device history record could not be performed and root cause could not be identified.

Event description:
Additional information stated the physician did not know the reason for the dissection, which occurred during or after the final release of the 26-mm transcatheter bioprosthetic valve (serial not reported).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned to medtronic. (B)(4). Title: how should I treat a debakey type I acute aortic dissection four weeks after transcatheter aortic valve implantation in an old, fragile patient? Authors: lars o. Conzelmann, md; marwan yousef, md; nalan schnelle, md; armin grawe, md; markus ferrari, md, phd; christian f. Vahl, md, phd citation: eurointervention 2015;10:e1-e6 (doi: 10.4244/eijv10i12a261).